Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (alarm 19) during bolus delivery. The customer also received multiple intermittent cartridge alarms during basal delivery. The customer's blood glucose ranged from 160-325 mg/dl. The customer successfully loaded a new cartridge and continued to use the pump for insulin delivery.